Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the needle 25ga 1in there was foreign matter in or on the device cannula/needle/coring and the product was damaged/deformed. The following information was provided by the initial reporter. The customer stated: "the following issues of needle (300400) were reported: foreign matter ×2, and hole on needle ×2."